Event description:
For oral surgery cases, we use a pack that contains tubing, syringes, sponges, and other such items which are pre-packaged by deroyal. These items are placed on a styrofoam tray and (I believe) sterilized. On at least two occasions, the styrofoam has flaked off and adhered to either tubing or a bulb syringe, leading to the potential of the styrofoam getting into the patient's cavity.

Manufacturer narrative:
Deroyal: the sample has not been returned to deroyal for evaluation. The vendor for the styrofoam tray, crown packaging corp, has been notified of this issue. The investigation into the root cause is in process.